Manufacturer narrative:
Occupation: patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery in which disc was implanted in cervical spine at c4/c5. Post-op, the device collapsed (subsidence), as a result the patient's cervical spine became kyphotic. Patient lost all range of motion in neck and the device began to fracture the adjacent vertebrae which resulted in severe pain. The implant was removed and a fusion was completed at c2-c5. Patient was left with daily severe pain and suffering. No other info was available.